Event description:
A customer contacted beckman coulter inc. (Bci) stating that liquid was dripping onto cover from reagent probes and getting cc cuvette not dry flags. No injury was reported and no erroneous patient results were generated.

Manufacturer narrative:
Bci customer technical support (cts) had customer stop system function and place paper towels in compartment. Customer was unable to locate source of the leak. Cts recommended customer to replace reagent syringe and prime reagent sub system. Customer was still getting cuvette not dry flag. Cts also recommended replacing wash tower wiper and doing system power down reboot which did not resolve the problem. A field service engineer (fse) was dispatched on-site (B)(6) 2011 and replaced the hamilton and t-valves to stop reagent probe leaking. Fse also replaced level sense bead due to wet cuvette upon dispensing reagent and replaced the cuvette wash tower manifold.